Manufacturer narrative:
The device was not returned for evaluation. A root cause could not be determined due to the device not being returned for evaluation. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a shoulder procedure, it was reported that the blue coating completely peeled away from the tip of the blade. A small amount of debris was floating around in the sub-acrom space. The surgery was completed with the same device. The debris was removed from the patient and the patient is reported to be doing fine with no complications. A back-up device was available. No product will be returned for evaluation.